Event description:
The system was removed due to infection. The pump contained lioresal at a dose of 149 mcg/day. Specific symptoms were unknown. A culture was obtained and (B)(4) was identified. The patient received 6 weeks of nafcillin and oral rifampin. The patient had a pump reimplanted on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp. This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.